Manufacturer narrative:
E1: (B)(6). H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an event of kinked cannula due to which the patient's blood glucose was high for about 3 hours and it was not going down even with the insulin being delivered. However, there were no infusion flow blocked alarms received. Upon finding kined cannula patient was explained that a kinked cannula may interfere with the amount of insulin delivered. Patient was advised to change the insulin reservoir and infusion set. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.